Event description:
As reported, the female patient had an initial left tka on (B)(6) 2009. In 2016, the patient began experiencing popping, swelling, and increasing instability. Her knee clicked when she walked and it began to give out periodically. The constant risk of falling negatively impacted the patient's daily life. The patient was revised on (B)(6) 2016. Upon explantation, the surgeon observed that the instability in the patient's knee was caused by a fracture in the polyethylene tibial post.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 200-02-35 - three peg patella 35mm, 1530094, 234-02-02 - optetrak asy, ps cemented femoral, sz 2, 1497579. Recall: z-0019-2022.

Manufacturer narrative:
Additional information: a2, a4, b7, d8, e3, g4 510k, & h6. Additional investigation information h6. The detached tibial spine appears severely worn and misshapen. The anterior and/or posterior aspects of the intercondylar box of the femoral component likely contacted the anterior and/or posterior surfaces of the tibial post, leading to wear of the transversal cross-section of the tibial spine. This appears to have precipitated the fracture of the tibial spine. Wear of the anterior aspect of the spine may relate to a femoral component placed in excessive extension and/or tibial insert placed with pronounced posterior tibial slope. After fracture, the detached tibial spine likely got trapped within the joint and deformed over time as the patient moved. Initially the complaint information was submitted under MFR # 1038671-2016-00627 and then duplicated in MFR #s 1038671-2018-00575 and 1038671-2018-00576. This MDR culminates all information known. F6 & f8- this is a manufacturer's report-na